Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via e-mail stated that the oral-b brush heads kept coming off of their oral-b professional care toothbrush while brushing. No injury was reported. 08-jan-2022 case update: the consumer was female. No injury was reported.

Manufacturer narrative:
04-mar-2022 product investigation results: product return was received and investigated. Investigation results showed that products are intact. No product failure could be identified

Event description:
Consumer via e-mail stated that the oral-b brush heads kept coming off of their oral-b professional care toothbrush while brushing. No injury was reported. 08-jan-2022 case update: the consumer was female. No injury was reported. 04-feb-2022 case update: the suspect product lot was 1cb04730429. No injury was reported. 09-feb-2022 case update: based on the suspect product lot, the suspect product was updated to oral-b power rechargeable toothbrush handle 3756. No injury was reported.